Event description:
01/29/2002 hill-rom became aware that a patient had hung themselves using the power cord from a hill rom bed staff person said that this incident had happened approximately 4 years ago.